Event description:
It was reported that during a nephrectomy procedure, the device would not test. It read that the instrument malfunctioned on the generator. Another device was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not passing the test. A possible cause of the device not pasing the test is blade damage. Blade damge may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.